Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2s3q2); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/ bowel dysfunction and urge incontinence. It was reported that the patient was experiencing a return of baseline symptoms--urinary incontinence and urinary frequency. The patient stated they had not been able to adjust stimulation for a while. The patient was programmed with program 4 at 4.1ma and was not feeling stimulation. The rep changed the program to 5, 6, and 7 but the patient was unable to feel stimulation on those programs. The caller was getting the maximum amplitude reached message when attempting to increase the amplitude on each of those programs (4, 5, 6, and 7). The patient reported that they had a spinal ablation procedure two weeks ago and they did not turn therapy off. The issue of adjusting stimulation started before the ablation procedure. The rep tested impedances and all electrodes were showing values of >4000ohms. Impedance information was reviewed with the rep. The issue was not resolved through troubleshooting. The rep reported additional surgical intervention would be required and the patient's healthcare provider (hcp) recommended a lead revision. The lead revision has been scheduled for (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2s3q2, implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial#(B)(6), implanted: (B)(6) 2023, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the electrodes being greater than 4000 ohms was determined. It was reported that the implanting physician revised patients device last friday. It was discovered intraoperatively, that the proximal end of the implanted lead was snapped off in the header of the implanted device. The patient did not have any imaging studies since implant. The patient denies having discomfort at the pocket site or any feeling of the device movement in the pocket. Independently or manually. Lead revision took place on (B)(6) 2025. The issue was resolved.